Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported material rupture appears to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter or anatomy during advancement resulting in the noted scratched balloon and reported material rupture. The treatment appears to be related to the operational context of the procedure as the stent was partially deployed and required extra dilatation to be fully deployed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that following pre-dilatation, the xience alpine stent delivery system was advanced to the right coronary artery lesion without issue. Balloon inflation was attempted; however, the balloon ruptured at 6 atmospheres. The delivery system was removed without issue. As treatment, additional post-dilatation was performed on the implanted stent. The stent remains well apposed to the vessel wall at the intended site. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.